Manufacturer narrative:
Results: the pod pc was kinked approximately 5.0 cm from the proximal end. There was no other damage to the device. Conclusion: evaluation of the returned pod pc confirmed a kink on the pusher assembly proximal end. If the pod pc is forcefully mishandled while removing it from its packaging hoop, damage such as a kink may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the hospital technician noticed the proximal detachment zone of a pod packing coil (podpc) was kinked upon removal from the packaging. Therefore, the podpc was not used in the procedure. The procedure was completed using new podpcs and ruby coils.